Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b)(46). History inspection: the customer did not specify the date of occurrence. Therefore, the last two therapies were analyzed starting on 2025-04-13. The first pca therapy was started on 2025-04-13. A bd plastipak 50 ml syringe was inserted (syringe filling approx. 49.34ml). In the drug library named st josephs pca, the drug morphine was selected. The standard data of the drug library were adopted. Bolus volumen: 1mg, limit: 288mg /24h, lockout: 5min, conc.: 100mg/50ml, vtbi: 50ml. At 15:24:38 the infusion was started at a rate of 0 ml. At 15:24:47 the bolus button was pressed and the first bolus with a volume of 0.5 ml was infused. The "act. Volume infused" shows 0,5ml. Until 2025-04-14 at 08:37:30 the bolus button was pressed a total of 74 times and a bolus was infused each time. On 2025-04-14 at 08:37:30 the "act. Volume infused" shows 36,85ml. No abnormalities were detected the volume was properly added. The second pca therapy was started on 2025-04-16. A bd plastipak 50 ml syringe was insert (syringe filling approx. 48,74ml). In the drug library named st josephs pca, the drug morphine was selected. The standard data of the drug library were adopted. Bolus volumen: 1mg, limit: 288mg /24h, lockout: 5min, conc.: 100mg/50ml, vtbi: 50ml. At 13:31:30 the infusion was started at a rate of 0 ml. At 13:40:25 the bolus button was pressed and the first bolus with a volume of 0.5 ml was infused. The "act. Volume infused" shows 0,5ml. Until 2025-04-17 at 19:50:11 the bolus button was pressed a total of 57 times and a bolus was infused each time. On 2025-04-17 at 19:50:11 the "act. Volume infused" shows 28,35ml. No abnormalities were detected the volume was properly added. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damage was found. Functional inspection: the device passes the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: the customer's last therapy was recreated. A bd plastipak 50 ml syringe was insert (syringe filling approx. 50ml). In the drug library named st josephs pca, the drug morphine was selected. All data were transferred according to the last therapy. Bolus volumen: 1mg, limit: 288mg /24h, lockout: 5min, conc.: 100mg/50ml, vtbi: 50ml. The therapy was started and a bolus was regularly triggered via the pca button. Each time the button is pressed, 0.5ml is infused. The vtbi (volume to be infused) is shown at the left bottom of the display. This starts at 50 ml and counts down 0.5 ml with each button press. Pressing the "down arrow" button the ad changes on lower left corner of the display. Under " volume" the device adds 0.5 ml of volume to each bolus. There are no abnormalities in the display or calculation of the volume and neither on the pca kit. Disassembly: no damages were identified. Conclusion: the defect could not be confirmed. The described error pattern could not be reproduced during the investigation. To note: the device does not show any abnormalities. It cannot be ruled out that the vtbi and volume were confused. This would be a reading error / handling error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "no harm was caused to the patient at the time. The pump was continuing to administer the controlled morphine dose, the error was that the readings on the screen were incorrect. They were indicating that the patient tries and doses given were decreasing not increasing. No further therapy was required as a result of the error. (B)(6) assisted me by switching the pump off, disconnecting it and replacing the infusion with a new pump."